Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (30-40's mg/dl) in the mornings. Fruit and juice were consumed to address the low bg. The cause of the low bg was not known and the customer was to speak to a healthcare provider about the low bg levels.